Manufacturer narrative:
The date of manufacture is currently unavailable. The biomedical engineer troubleshot the reported fault with ge healthcare technical support. It was recommended to replace the harness to the sensor interface board.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate during a case. The unit was swapped out and the case was continued. There was no report of patient injury.